Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 340 mg/dl at the time of the incident, the pump indicated to bolus, which he did, then went back to bed. Customer stated that later in the morning when getting up his blood glucose went up to 360 mg/dl. Customer stated that he treated again with the insulin pump using a bolus. Customer stated that then after having breakfast his blood glucose has gone up to over 400 mg/dl. Patient's current blood glucose was 406 mg/dl. Customer reported the symptoms related to their high blood glucose are headache and feels wiped out. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Customer treated for high blood glucose with insulin pump. Based on customer report customer does not allege pump was under delivering. Customer wishes to perform the high pressure test. Assisted with performing the high pressure test. Test results: test completed. Customer just he had treated with a pen during the call but when checking his blood glucose after the high pressure test, he was at 443 mg/dl. The pump will not be returned for analysis.